Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating explantation. Explantation and lens exchange were performed within the original surgery session without injury/impact to the patient. The healthcare facility has confirmed no further action is required. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient evidence and information available currently to determine the cause of the damage to the optic post implantation.

Event description:
On 11th june 2024, rayner receievd notification from its taiwan distirbutor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked necessitating explantation and exchange.